Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the physician was having difficulty getting all leads into the header of this cardiac resynchronization therapy defibrillator (crt-d) device. Mineral oil was used. Additional information obtained from the field which indicated that no lead issue and no header issue. The issue was resolved with mineral oil. The device remains in service. No adverse patient effects reported.